Manufacturer narrative:
H3: evaluation of the returned motion control portioner confirmed the reported complaint. The system did not ready, motion would not initialize. Check firmware, firmware installer confirm rotor control box unable to hold firmware. Faulty motion control box.. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A manufacturer representative went to the site to service the system. Testing determined mfov assembly has issues. Replaced mfov assembly and calibrated system friday and sat. System checks ok. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site booted up the system and received an error initializing collimator message. The site rebooted the system 4 times and were unable to clear the error. There was no patient involved.

Manufacturer narrative:
H3, h6: the kit svc o2 (B)(4) rtr mot crtl rfb (ln: 91834683 rev. 3) was returned for analysis. Analysis found that the system did not initialize upon installing the collimator in a known good system. Motion failed to initialize and the image acquisition system (ias) software installer confirmed the version was n/a. The rotor motion control was unable to hold firmware. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Evaluation codes that apply to this testing: b01, c0201, d02. The kit svc o2 (B)(4) enclsr motion rfb (ln: 41600947 rev. 3) was returned for analysis. Analysis found that motion failed to boot and the firmware in the enclosure was n/a. The motion enclosure was determined to be faulty due to defective pcba. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Evaluation codes that apply to this testing: b01, c0201, d02. The kit svc o2 (B)(4) pcba detector led (ln: 051818640 rev. 3) was returned for analysis. Analysis determined that there was no fault found. The kit svc o2 bi71000216 pcba detector led (ln: 051818646 rev. 3) was returned for analysis. Analysis determined that there was no fault found. The kit svc o2 (B)(4) pos assy mfov det (ln: w1808270537 rev. 8) was returned for analysis. However, analysis has not been completed at the time of report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000180r ; serial/lot #: (B)(6), product ID: bi71000168r; serial/lot #: (B)(6). H2) the motion enclosure was returned to the manufacturer for analysis. After functional and performance testing as well as visual/physical examination, the reported issue was not confirmed. No failure was found. The system booted and readied on each power cycle. Multiple motion calibrations were performed and passed. Acquire multiple two dimensional and three dimensional images successfully. Codes: b01, c19, d14 the collimator was returned to the manufacturer for analysis. After functional and performance testing as well as visual/physical ex amination, the reported issue was not confirmed. No failure was found. The analysist installed the collimator onto a test system for several days. The system booted and readied on each power cycle. Multiple two dimensional and three dimensional images were acquired successfully. Codes: b01, c19, d14 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3,h6: a hardware analysis was initiated for bi71000185 to determine the probable cause of the reported behavior. Analysis found that there were no failures found. The encoder rail was installed into a test system and the imaging system motion service console rotor confirmed through the axis data of the detector was as expected. Codes b01,c19,d14 are applicable and previously reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) the cblasy colimrtryxyz54 was returned to the manufacturer for evaluation. After performance testing and visual/physical examination, the reported issue was not confirmed. Codes: b01, c19, d14 the cblasy clmmtnpwrxyz56 was returned to the manufacturer for evaluation. After performance testing and visual/physical examination, the reported issue was not confirmed. Codes: b01, c19, d14 the pcba source led bd was returned to the manufacturer for evaluation. After performance testing and visual/physical examination, the reported issue was not confirmed. Codes: b01, c19, d14 the pcba source led bd was returned to the manufacturer for evaluation. After performance testing and visual/physical examination, the reported issue was not confirmed. Codes: b01, c19, d14 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.